Event description:
It was reported that a balloon rupture occurred, and the blade lifted. The 80-90% stenosed lesion within an arteriovenous fistula (avf). A 6.00 mm x 2.0 cm x 90 cm peripheral cutting balloon was selected for the procedure. Initial inflation did not fully open the lesion, prompting the physician to perform a total of five inflations, incrementally increasing pressure. On the fifth inflation at 10 atmospheres, the balloon ruptured. Upon removal, one of the balloons blades was noted to be bent or twisted upward. To confirm no device fragments were left behind, an x-ray was performed, revealing no residual material. The balloon was carefully removed in one piece over the guidewire, and the procedure was successfully completed without patient complications.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The device was attached to an inflation unit and positive pressure was applied; the balloon was inflated to rate of burst pressure for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge. The inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual examination identified that approximately 8mm of the proximal end of one blade had lifted distally from the balloon material. The remaining 12mm of the blade and entire pad remained fully bonded to the balloon material. All other blades were intact and fully bonded to the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage.

Event description:
It was reported that a balloon rupture occurred, and the blade lifted. The 80-90% stenosed lesion within an arteriovenous fistula (avf). A 6.00 mm x 2.0 cm x 90 cm peripheral cutting balloon was selected for the procedure. Initial inflation did not fully open the lesion, prompting the physician to perform a total of five inflations, incrementally increasing pressure. On the fifth inflation at 10 atmospheres, the balloon ruptured. Upon removal, one of the balloons blades was noted to be bent or twisted upward. To confirm no device fragments were left behind, an x-ray was performed, revealing no residual material. The balloon was carefully removed in one piece over the guidewire, and the procedure was successfully completed without patient complications.